Event description:
The customer reported during the fever management stage of ivtm therapy, the saline bag pumped itself empty. The thermogard xp ivtm system displayed mid:09 (air trap assembly) message. The error message was cleared. There was no saline on the floor or in the bed. During the following leakage test of the quattro catheter (lot 189104), blood was immediately aspirated. The catheter had been inserted into the right femoral vein. The insertion was difficult but did not require multiple attempts. The dwell time was 89-90 hours. The saline bag was not replaced. Ivtm therapy was ended, and the catheter was replaced with a normal cvc. The second problem with the original catheter was that one of the cvc lines was blocked and some medications could not be administered using the catheter. The patient is stable and there is no impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a leak in the quattro catheter (lot 189104) was confirmed during functional testing. A bonding leak was observed at the medial 1, medial 2, and distal balloons during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. The secondary complaint of "one of the cvc lines was blocked" was not confirmed during functional testing. All the lumen for the infusion worked as intended. The cvc lines were not blocked, and all lumens were flushed without resistance. Visual inspection of the returned catheter was performed. The catheter shaft was observed to be kinked at the 10 cm away from the catheter tip, unrelated to the reported complaints. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Blood residue was observed in the balloons and luered tubings. No other physical damage was observed. Functional leak test of the returned catheter was performed. All the lumen for the infusion were worked as intended and all lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed 3 locations (at distal end of medial 1 balloon, at distal end of medial 2 balloon and at proximal end of distal balloon), thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. A known-good zoll guidewire was slowly inserted through the central lumen of the catheter starting at the catheter tip and exited through the distal infusion luer port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot 189104.